Manufacturer narrative:
Investigation summary: bd received three (3) samples and five (5) photos for investigation. The samples and photos were reviewed and the customer¿s indicated failure modes for foreign matter (fm), damaged tube, and embedded fm in the cap were observed. Bd was able to determine the root causes associated with the failure modes as: the black fm in the tube appears is attributed to loose dirt. Inadequate purging of the line resulted in further processing of the tube. Additional housekeeping has been implemented in the tubes operation to mitigate fm. The scratched tube was attributed to an equipment jam prior to the tube evacuation process with an incomplete purge of affected tubes. The embedded fm in the cap occurred during the injection molding start-up process with inadequate purging of the line. Fm chute pans have been added to better mitigate loose fm during manufacturing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of fm, damaged tube, and embedded fm in the cap. Bd has initiated further root cause investigation relating to the issues of fm, damaged tube, and embedded fm through corrective and preventive actions. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced foreign matter in tube, biological and non-biological. The following information was provided by the initial reporter. The customer stated: the following issues were found in tubes: fm in gel x1, dirty cap x1.